Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-01788, 2017865-2022-01789. It was reported that the patient presented with a pocket erosion that lead to infection. The pacemaker, right ventricular lead, and atrial lead were extracted. The patient was in stable condition.